Event description:
The customer reported that the device was failing the paddles in pockets test.

Manufacturer narrative:
(B)(4). The customer reported that the device was failing the paddles in pockets test. Philips confirmed this failure and found that the device also failed the paddles ECG test. Philips noted that the paddle holder/connector was corroded and replaced the paddle holder. The power pca was also malfunctioning and replaced. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.